Event description:
It was reported an angio-seal device was deployed in 2004. The patient presented to the hosp ten days later and was diagnosed with infection at the puncture stie. The patient was admitted to the hosp and placed on IV antibiotics; 15cc's of pus was removed form the groin site. The patient was discharged (date unknown) and was reported to be recovering and doing well.